Manufacturer narrative:
(B)(4).

Event description:
Upon bringing in the trocar the balloon could not be blocked. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, no part fell into cavity. *** additional information received via email *** 1. Could you clarify what you mean by "balloon could not be blocked?" The balloon did not inflate: translation issue.

Manufacturer narrative:
(B)(4).